Event description:
It was reported that the patient was admitted to the ICU (intensive care unit) on (B)(6) 2013. The patient was admitted with an altered mental status; she was unresponsive. The patient had a baclofen pump and the hospital physician was wondering if she might be getting too much. They wanted to decrease the dose. They had notified the pump managing physician of the patient¿s situation. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).